Event description:
Customer has alleged getting mastitis due to the elvie pump being ineffective at removing milk, she states it has caused damage to her nipples and because of that she saw a lactation specialist. Customer has not mentioned medication yet. Customer complaint is from us.